Manufacturer narrative:
The field service engineer determined a rinse tube had been cut and was leaking. The tube was exchanged and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for creatinine on a cobas 6000 c (501) module. It was asked, but it is not known which specific creatinine reagent was used. The initial value was reported outside of the laboratory to the doctor. The sample initially resulted with a creatinine value of 1000 umol/l, which repeated as 200 umol/l. The creatinine reagent lot number and expiration date were requested, but not provided.